Manufacturer narrative:
(B)(4). The device was received by baxter and the reported symptom was confirmed. The wireless module was not within specification. The module failed to pass testing due to a failure on the radio pcb, rendering the unit un-repairable. This unit will be removed from service.

Event description:
It was reported that a wireless module for a spectrum infusion pump will not connect to the network. The module was used in the ICU before this issue was discovered during testing. The customer reported "it was possible that an infusion was run without the latest mdl, but there way no way to be sure." It was also reported that there was no patient incident.